Event description:
The reporter stated the surgeon attempted to insert a cq2015 collamer three piece lens and the front haptic tore as the lens was being ejected. There was no patient contact or injury.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.